Event description:
It was reported that during a laparoscopic hepatectomy procedure, they were using the device to dissect the liver, but the plastic sheath dropped during the surgery. They found it outside the patient. They switched to another device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information: the device was returned with the tissue pad melted and partially detached. The device was tested with a test handpiece and generator and the device functioned. Probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.